Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2022-feb-24, information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was caller states he is with patient for normal check up and reprogrammed to try and get better coverage. No issues with impedance or connectivity, but when trying to push patient's parameters to 5 ma, 700 us, 50 hz, they are prompted with settings not available. Ts reviewed that the system is just hitting its natural limit and cannot output any more. Caller can try reprogramming to increase range but they might have to lower one parameter to allow the other to go up. The patient reported that coverage isn't where he wanted it to be in the last few months. On 2022-feb-28, additional information was received from the rep. The cause was unknown but pt was having difficulty charging and part of his 565 was reading high impedances. Rep programmed around the high impedances and tech services was contacted and they shipped the patient a new charging cable in an effort to alleviate the warmth at the battery during charging and the charging time. Pt will contact the rep and let them know how things are going. On 2022-may-11, the issues have been resolved.